Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the coil was delivered to the left posterior communicating artery aneurysm but was unable to be detached. It was noted that the proximal end of the delivery wire was broken. The coil was successfully removed and changed to another of the same device. There was no clinical consequence to the patient.

Manufacturer narrative:
Visual and microscope inspection of the returned device found that the proximal contact was detached/ separated and the delivery wire was kinked likely due to handling of the device during the procedure. The main coil was kinked and stretched likely due to procedural factors encountered during the procedure. The delivery wire was intact. The proximal contact is not a contiguous part that forms the delivery wire, but a subcomponent located at the proximal end of the delivery wire that works in conjunction with the inzone detachment system, and it remains outside the patient at all times during the procedure. The proximal contact remains outside the patient at all times during the procedure and never comes in contact with the patient. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the coil was delivered to the left posterior communicating artery aneurysm but was unable to be detached. It was noted that the proximal end of the delivery wire was broken. The coil was successfully removed and changed to another of the same device. There was no clinical consequence to the patient.